Manufacturer narrative:
The service evaluation found the forceps cover glue at the distal end of the scope was found peeled off / missing. The scope passed the leak test. No other defects were noted. The scope was repaired and returned to the customer. There was no previous repair records for the subject scope. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a service inspection, the forceps cover glue at the distal end of the evis exera ii ultrasound gastro-videoscope was found peeled off / missing. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer, and to update the following sections. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the peeling forceps cover glue occurred due to external force was exerted by strong rubbing or bumping on the said place during transportation, storage, use, cleaning, etc. As stated on the instructions for use and as a preventive measure: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device